Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a (B)(6) female patient with paroxysmal atrial fibrillation underwent single tip pulmonary vein isolation (pvi) and showed a thermal lesion of the esophagus by esophageal endoscopy. A round-shaped lesion 20 cm from the incisors (68 hours after pvi) was surrounded by erythema and petechial hemorrhage. This lesion had a size of 2 × 2 mm with a depth of < 0.5 mm. After 12 days, lesion had disappeared by high proton-pump inhibitor therapy. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿low incidence of esophageal lesions after pulmonary vein isolation using contact-force sensing catheter without esophageal temperature probe.¿ the purpose of this study was to evaluate the clinical safety of pulmonary vein isolation using contact-force sensing catheter without esophageal temperature monitoring. The study was conducted between january 2014 and october 2015. Suspect device is an irrigated quadripolar thermocool smarttouch ablation catheter, however catalog and lot numbers are unknown.